Manufacturer narrative:
The reason for this revision surgery was reported as pain after 7 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the patients pain was reported as arthritis. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the pt developing arthritis in their acetabulum. The surgeon converted the original hemi to a total hip. The surgeon removed our unipolar sleeve. The other components were by zimmer.